Manufacturer narrative:
Corrected information: h6: type of investigation updated to b14. Additional information: h10: a device history review revealed no issues that could have caused or contributed to the reported issue.

Manufacturer narrative:
Additional information a2, a3, h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. 03 august 2021, medwatch form received from the FDA. Follow up for patient #1, male patient 63 years of age. The user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that did not infuse antibiotic medication into the patient's peripherally inserted central catheter (PICC) line. The pump was programmed to deliver the antibiotic over 2 hours. 2 hours later the pump alarmed and the intravenous (IV)u bag was still completely full. The event caused the medication timing to be changed in the medication administration record (mar). The event occurred during patient infusion at the "sla 2" unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. An event history log review did not reveal any abnormalities on the reported event date in relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.